Manufacturer narrative:
(B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the patient weight and other relevant patient history/concomitant medications? What tissue was the suture being used on during initial thd surgery? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the needle being held during use? When was the re-operation performed? Was the needle removed during re-operation? Would be the product returned for evaluation? In what location/area/tissue was the needle penetrated and found? Was there any adverse patient¿s outcome? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a transanal deserterization of hemorrhoidal nodes under doppler control with mucoplexia and lifting of the rectal mucosa/ hal-rar procedure on (B)(6) 2020 and the suture was used. When the thread had been passing through the soft tissues, the thread had been spontaneously detached from the needle with minimal tension. The needle had penetrated deeply into the soft tissues, which caused reoperation. Additional information has been requested.

Manufacturer narrative:
Corrected h-6 device codes: 1562.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number mjk049, and no non-conformances were identified.

Manufacturer narrative:
Date sent to the FDA: 08/27/2020. Additional h-6 patient codes: 1932,2668 . Additional h-3 summary: it was reported pull off - suture needle. One paper lid, a needle and one suture of product code vcp602, lot mjk049 were received for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and a suture piece still attached in the barrel hole. Marks were observed on the edge of the needle appears to be by the use of a surgical instrument. The suture was examined and one extreme is severely cut appears to be by the use of a surgical instrument and body fluids were noted along of strand. Per the sample condition the assignable of the performance pull off - suture needle, suggest an improper handling of the sample. To avoid this kind of damage, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Additional information was requested, and the following was obtained: during the primary operation of tn (transanal hemorrhoidal dearterilization) (B)(6) 2020 the suture was placed on the mucous-sub-mucous and muscular layers of the rectum the condition of the tissue during suture application corresponded to normal indicators: mucous pink, no signs of inflammation. During use, the needle was held strictly at an angle of 90 ° in relation to the needle holder and rectal axis the needle was inserted at 4 o'clock while stitching with the second 8-shaped suture in the mucous submucosa and muscle layers of the rectum. The thread came off the needle before the knot was tightened. The needle was removed during the first operation, which required intraoperative x-ray examination, rectoscopy. Expanding surgery access and led to a significant prolongation of the operation and the time of anesthetic manuals, the needle was removed during same first / primary / initial surgery on 2/28/2020 expanding surgery access. Does it mean that the additional tissue was excised / damaged in order to retrieve the needle during this first initial surgery on 2/28/2020? - yes, additional tissue was excised / damaged to retrieve the needle during this first primary surgery (B)(6) 2020 ¿showed the branch thread from the needle with a minimum applied force¿ -do you mean that a needle pulled off from the suture ¿with a minimum applied force¿? - the needle was pulled out of the seam with minimal applied force the patient developed acute purulent ischiorectal paraproctitis due to perforation the intestinal wall, which required reoperation 12 days after the initial one, intervention (B)(6) 2020 reoperation: opening and drainage - acute ishiorectal paraproctitis was performed 12 days (B)(6) 2020 after the first operation, after reoperation and outpatient treatment, it was ascertained recovery of the patient. Postoperative wound healing by secondary intention. In the patient's condition is satisfactory according to the latest information, the patient recovered without consequences; defect in the production of this batch of suture material. Because with multiple previous use of the same material using transanal technology hemorrhoidal dearterilization with the ami device, no comments were found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.